Event description:
The doctor has indicated infection, non integration. Four implants were placed, then four days later, the patient developed an infection which led to removal of three of the implants. The implants have been removed, and the area debrided and grafted.

Manufacturer narrative:
Visual inspection of the returned ifnt410 full osseotite® tapered certain® implant 4 x 10mm by the complaint investigator shows there were general signs of usage. No damage was noted. The returned product was inspected and no anomalies or defects were observed. There were no manufacturing deviations identified which would cause or contribute to this complaint. No non-conformances were found for this lot that would cause or contribute to the condition reported implant sterilization is verified prior to product release. The complaint could not be verified. A technical root cause cannot be determined.